Event description:
The patient was running with no problem? As the dialysate bag emptied, air got into the system and the filter clotted. Filter clotted alarms then occurred. The staff went to change out the set and blood leaked from the access pressure pod. The staff reported that the set "exploded" but only a small amount of blood leaked out. There was no patient injury, nor was any medical intervention required. The area in which the leak occurred will be cut out of the set and returned for inspection.